Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/07/2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. A manual " try it" test was performed and failed. The global receiver tool sound test was performed and failed. The receiver functional test was performed and failed. The receiver case was opened for an internal visual inspection and failed . Speaker resistance was also measured. The reported event of no audio output was confirmed because there were no sounds heard and moisture was present on the speaker and on the board. The root cause was determined to be moisture damage. .